Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed the lens was stuck on wound. The lens was explanted during initial procedure and replaced with company lens. The procedure was completed on same day. Additional information was requested, but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. Unsealed non company pouch received with label attached. Sn on label is (B)(6) . No iol (intraocular lens) received. The root cause for the reported complaint could not be determined. No iol was returned. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).